Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
On (B)(6) 2010 implantation hip tep left, 1,5cm leg extension. Increasing pain. On (B)(6) 2017 aseptic shaft loosening. No trauma. On the basis of the high pain pressure (B)(6) 2016 a hip tep implanted right. On (B)(6) 2017 revision left hip, change of shank on medacta, not cemented, change of the plug-on head and open surgical insertion of a medicine carrier (gentamicin) in the left hip joint, removal of bacteriology intraoperatively.

Manufacturer narrative:
An event regarding loosening involving an accolade stem was reported. A medical review by a clinical consultant concluded that the size and position of the stem contributed to this loosening. Method & results: device evaluation and results: a visual inspection of the returned device noted scratches on the neck of the stem consistent with explantation damage. The device was otherwise unremarkable. Medical records received and evaluation: a review of the provided medical notes and x-rays by a clinical consultant concluded: procedure-related factors: undersized stem. Leg length shortening post primary arthroplasty. Anterior approach may have compromised surgical exposure of the femur. Patient-related factors. No info. Device-related factors: - none as also supported by the explant photographs. Diagnosis: - an undersized stem, possibly related to the anterior approach used, with a short leg has contributed to excessive micromotion around the stem with consequent lack of bone ingrowth fixation requiring revision after 6-years for stem loosening. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a clinical review concluded: [...] An undersized stem, possibly related to the anterior approach used, with a short leg has contributed to excessive micromotion around the stem with consequent lack of bone ingrowth fixation requiring revision after 6-years for stem loosening[...] If further information becomes available this investigation will be re-opened.

Event description:
On (B)(6) 2010 implantation hip tep left, 1,5cm leg extension. Increasing pain. On (B)(6) 2017 aseptic shaft loosening. No trauma. On the basis of the high pain pressure on (B)(6) 2016 a hip tep implanted right. On (B)(6) 2017 revision left hip, change of shank on medacta, not cemented, change of the plug-on head and open surgical insertion of a medicine carrier (gentamicin) in the left hip joint, removal of bacteriology intraoperatively.